Manufacturer narrative:
Initial reporter phone #: (B)(6). (B)(4).

Event description:
A customer reported an event of a "heavy odor" or smell emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Additional information received confirmed that the asp field service engineer (fse) found the sterrad was within normal parameters, but noticed the chamber plastics were corroding which may have contributed to the odor/smells. The investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from (B)(6) 2017 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." Functional analysis was not performed as the part was not available for return. The assignable cause of the odor/smells issue is likely due to the chamber plastics. The field service engineer replaced the part and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The chamber plastics (plastic stents) were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Additional information received confirmed that the asp field service engineer (fse) found the sterrad was within normal parameters, but noticed the chamber plastics were corroding which may have contributed to the odor/smells. The investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from (B)(6) 2017 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." Functional analysis was not performed as the part was not available for return. The assignable cause of the odor/smells issue is likely due to the chamber plastics. The field service engineer replaced the part and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).